Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Device was not returned for additional evaluation and investigation. The cause of the catheter kinking was unknown. Per the instructions for use of the device, catheter kinking is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Patient tracking received an implant tracking form confirming a catheter replacement due to catheter kinking. The patient was reported to not getting pain relief. The cause of the alleged issue was unknown. The replaced catheter was discarded.